Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient complained of thumping. It was found that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead. The lead was reprogrammed including a polarity changed with some benefit. The lead remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.